Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped air detector. Functional testing was able to duplicate the reported problem. The air detector was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air detector was damaged. There was unknown patient involvement.